Event description:
It was reported by the patient of feeling a ¿tick¿ on the side where the device gets tested and after it was reprogrammed the patient feels the same sensation multiple times a day. The device remains in use. Additional information was requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4298 lead, implanted: (B)(6)2014; 6947 lead, implanted: (B)(4) 2014. (B)(4).